Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On (B)(6) 2019, it was reported that that during pm the skin graft mesher was in need of repair for unknown reason. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller, roller gear, and side plates had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the latching pins, ball detents, roller gear, side plates, roller, comb, comb springs, screws, and bearings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the damaged comb, roller, roller gear, side plates, or cutters. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the latching pins, ball detents, roller gear, side plates, roller, comb, comb springs, screws, and bearings were replaced. The zimmer skin graft mesher instruction manual notes: a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during pm the skin graft mesher was in need of repair for unknown reason. No further information provided. According to the investigation, the comb was damaged and could not create a passing mesh.